Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal motion controller (umc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The umc was analyzed and was found to be working as designed. The complaint was not confirmed based on the results of the investigation. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called an technical support engineer (tse) and reported that the system was observed to have a 319 error. The procedure was aborted to another dv with no patient involvement.